Event description:
It was stated that the insulin pump erased all of the settings without giving any alarms. It was stated that this happened twice. Troubleshooting was performed and the insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.